Manufacturer narrative:
Batch review performed on 4 october 2021. Lot 113273: (B)(4) items manufactured and released on 08-nov-2011. Expiration date: 2016-sep-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event since 2017.

Event description:
At 9 years and 4 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.